Event description:
Event description guidant received this implantable cardioverter defibrillator (ICD), which was implanted for approximately four years, with no allegation following replacement due to eri. An event was created due to analysis findings.